Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the nozzle was not deformed; however, there was a red jelly present. The foreign material was removed from the endoscope. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that air/water cannot pass through the gastrointestinal videoscope smoothly. The event occurred during reprocessing, prior to a diagnostic gastroscopy procedure. The operation was completed with the same device and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the cause of the reported event is likely due to inappropriate reprocessing after the previous procedure. The event can be detected/prevented by following the instructions for use which state: operation manual_ preparation and inspection of the endoscope inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function. Reprocessing manual_ precleaning the endoscope and accessories warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Manually cleaning the endoscope and accessories. Immerse the endoscope in the detergent solution. Thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end. Flush the air/water channel with detergent solution. Remove detergent solution from all channels. Presoaking the endoscope. If there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces. Follow the procedure described below. Olympus will continue to monitor field performance for this device.

Event description:
The field service engineer (fse) later reported the clog was found during preparation for use during an unspecified diagnostic procedure. The device was reprocessed again to continue the procedure.